Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs1627 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the rn was successful with placement with one poke but when she went to remove the housing and guidewire, the wire started to unravel inside the vessel. It was stated that the wire was coming out of the patient without resistance from inside the catheter until it stopped and broke. It was stated the catheter had "great blood return" coming out from around the wire. The catheter was removed from the vessel but the wire remained in the patient. It was stated that the wire was pulled out of the patient's arm without resistance. The wire was inspected and a "tip" was seen. An accucath was then placed successfully.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga powerglide pro midline catheter assembly. Blood residue was observed throughout the sample. The catheter was not returned for evaluation. The safety mechanism was engaged over the needle tip. The guidewire core wire and coil wire were broken and the coil wire was unraveled. The weld tip was missing. Microscopic inspection of the break in the core wire revealed a granular fracture surface. The fracture exhibited a region of increased luster. Curved shape memory was observed in the vicinity of the break. Inspection of the coil wire revealed necking in the vicinity of the break. Inspection of the needle bevel revealed abundant outward flaring deformation along the proximal edge. The core wire break characteristics and the needle bevel damage were consistent with damage initiated by withdrawal of the wire against the needle bevel. The blood residue indicated that damage occurred during device use.

Event description:
It was reported that the rn was successful with placement with one poke but when she went to remove the housing and guidewire, the wire started to unravel inside the vessel. It was stated that the wire was coming out of the patient without resistance from inside the catheter until it stopped and broke. It was stated the catheter had "great blood return" coming out from around the wire. The catheter was removed from the vessel but the wire remained in the patient. It was stated that the wire was pulled out of the patient's arm without resistance. The wire was inspected and a "tip" was seen. An accucath was then placed successfully.